Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this guide catheter was used to access the coronary sinus during a cardiac resynchronization therapy pacemaker (crt-p) implant procedure, but it was broken during slitting. This caused great difficulty for doctor to cut the final part, which remained on the left ventricular (lv) lead. Doctor commented that this behavior should not occur to this kind of catheters, as it implies risk of damaging the lead and dislodging it. Delivery system was discarded at hospital facilities. This catheter is not expected to be returned. No adverse patient effects were reported.